Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the pt said their ins sticks out when they stand up to where they can see and feel it. Pt said the ins had been going dead, and they have been unbearable to wear their brace due to pain from the ins. Pt said it was also unbearable when charging the ins. Pt said the pain started on monday of last week and progressively got worse. Patient services sent an email to field representatives (reps) for pt as their pain healthcare provider redirected them to patient services/reps. Additional information was reported that the patient has pain around the site of the battery. Very painful to the touch. Patient is still able to charge her battery, but it causes so much pain, she needs to take a break during charging to get pain relief. No known factors that lead to this. The battery site was examined by the doctor and the incision site look good, but it's very tender to the touch. An x-ray was taken to make sure the leads were still in the correct location. The plan will be do have a pocket revision done on (B)(6) 2022. The leads are still in good location, so a new pocket for the battery is the only plan currently to surgically fix. Patient stated that about 2 to 2.5 weeks ago from today, the battery site started to be sore to the touch. After today's appointment, she is scheduled for a pocket revision on (B)(6) 2022 and the patient seemed very happy to get that scheduled and revise this. There has been helpful for her crps that mainly affects her right arm. Battery connections were checked and all connections were green.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.